Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose for two days. The paramedics were called out and treated the customer's blood glucose. The blood glucose reading was 511 mg/dl. No further information was provided.